Event description:
It was reported the customer experienced high blood glucose. The customer's blood glucose reached 500 mg/dl. Customer treated their blood glucose with a bolus. It was found the customer did not have any symptoms of high blood glucose. The customer also reported several no delivery alarms on their insulin pump. Customer stated the alarm was resolved by a complete set change. Troubleshooting did not find any leaks or air bubbles in the customer's tubing. The customer declined to check if their settings were accurate. Customer also declined to check for possible site/insulin issues. The customer's blood glucose was 122 mg/dl at the end of the call. Customer will monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.